Manufacturer narrative:
Lot number was identified upon receipt of subject device and added. Date returned to manufacturer. Subject device has been received and device history records was conducted. The report indicates that the: manufacturing location : (B)(4). Manufacturing date: 08/10/2004. Part #: 357.377, lot#: 4818089 (non-sterile) - helical blade coupling screw. Quantity 103. Lot was release to the warehouse on 8/10/2004. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: the head of a coupling screw (357.377 lot 4818089 mfg 10aug2004) broke off while being malleted during a trochanteric fixation nail (tfn) procedure; at the time of failure the helical blade was fully inserted. There was no reported surgical delay, patient harm or fragments generated. The returned instrument was examined and the complaint condition was able to be confirmed as the coupling screw was returned with a damaged shaft and no knurled cap. This failure mode is typically associated with off-axis malleting. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. This investigation summary is approved. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trochanteric fixation nail procedure on (B)(6) 2015 while hammering in the helical blade, the head of the coupling screw broke off after hammering. The blade was fully inserted. There were no fragments generated, and no reported surgical delay or patient harm. The procedure was successfully completed. This complaint involves 1 devices. This report is 1 of 1 for (B)(4).